Event description:
The customer reported the generation of erratic patient results for ion selective electrode (ise) including sodium, potassium and chloride due to low anion gaps on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found air bubbles in the ise reference tubing, a kink in the electrode tubing and corrosion in the ise data board due to leakage. The fse replaced the ise data board to resolve the issue. The fse also removed air bubbles in the ise reference tubing and corrected kinked electrode tubing. The fse performed calibration, and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case- (B)(4).